Manufacturer narrative:
Correction: additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted due to damage to the lead causing noise oversensed causing inhibited pacing. The atrial lead was partially dislodged during the explant of the rv lead. The lead was capped and not replaced as the patient did not require and atrial lead due to permanent atrial fibrillation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead integrity alert due to high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. The lead was subsequently explanted and replaced. The atrial lead was inactivated and not replaced due to an unknown reason. No patient complications have been reported as a result of this event.